Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 5 months. The pump was not returned for evaluation. A correlation between the device and the reported event could not be conclusively determined. The instructions for use list bleeding, stroke, infection, and sepsis as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2015 due to right subarachnoid hemorrhage and septic shock. It was reported the patient's death was not related to the pump. The patient had developed a pseudomonas pump pocket infection and pseudomonas bacteremia leading to septic shock. During treatment for septic shock, the patient suffered an intracranial hemorrhage that led to the patient's death. No further information was provided.